Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a missing line on the right side of the lower display. Also, the device failed functional testing for current drain out of specification. It was further noted that the battery contacts were contaminated. (B)(4).

Event description:
It was reported that the display flickered and the unit switched off, even after a replacement battery was fitted. Current drain checks were performed and values exceeded limits. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.